Event description:
A 6f angio-seal evolution was used to close a right common femoral artery (cfa) puncture. Immediately following deployment, the pulse in the right lower extremity was absent. The patient was taken to surgery and the collagen was found in the cfa, causing an occlusion. Flow was restored and the patient was in stable condition following the procedure.

Manufacturer narrative:
(B)(4) - occlusion; no known device problem. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.